Event description:
It was reported that the patient missed her refill date in 2008. Approx one month later the patient was in the hospital and had went through withdrawal (symptoms not reported). The pump was interrogated and the low reservoir alarm had occurred two days prior. The hcp suspected the patient had a stroke. A magnetic resonance imaging performed two days prior, caused a motor stall. Two days after, a 'stopped pump period may exceed tube set' error occurred. The stall recovered the following day. The patient pump was to be refilled three days later. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.